Manufacturer narrative:
Corrective action is to update the user's manual for all hard wired installations to include additional requirements for grounding per CAPA (B)(4).

Event description:
Technician called to report an electrical shock from vs50 unit. While servicing vacuum, technician leaned against frame of vacuum and received a shock. Supply circuit was a 10 amp breaker, wire size unknown leading to a boost transformer rated at .50 kva. There was no continuous grounding from vacuum to main panel.